Event description:
The patient reported that v-go fell off after a couple of hours after being applied. The patient stated that v-go started to peel off from the sides, and patient tried to put them back but insulin was under the adhesive pad. The patient indicated that this happened every other day or every two days. The patient shared that v-go fell off sometimes after 4 hours and sometimes at nighttime. The patient stated this situation has been happening since day one. The last time this happened was last week either monday or tuesday. The patient wears v-go on her abdomen. The patient confirmed that she prepares the infusion site correctly and changes sites. The patient discarded all v-go's.